Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient lost coverage of stimulation in their right arm after a physical therapy session when they were moving their neck. The patient was reprogrammed to get coverage back in their right arm and follow-up was done with the health care provider (hcp). The issue was reported to be resolved at the time of the report. It was unknown if a surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the patient's loss of coverage occuring after physical therapy was resolved with reprogramming their stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-feb-15 reporting that the hcp asked the patient to stop physical therapy. No further complications were reported.